Event description:
Device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the test strip has passed testing for the reported accuracy issue. The reported issue could not be reproduced. Unrelated to the primary issue, the subject test strips has an error 4 issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.